Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station with failed drawer and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that drawer 6.1 was off the bus. The drawer closed sensor had loose and was repositioned. The fse reseated both external and internal bus cables, then cleaned and inspected the components. The drawer was tested using the hardware test application, and the customer also tested it using the application. The system functioned as intended after the field service engineer repaired the device.